Manufacturer narrative:
Device 3 of 3. Complainant street address: (B)(6). Complainant country: philippines. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: the lot 2b01484 was manufactured on 12 february 2022 bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 09 february 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704768 and manufacturing order 1618221. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation conclusion: the purpose of this investigation is to identify the potential causes for the complaints reported for the malfunction code ¿foreign matter within product, sterile products (e.g., metal contamination in dressings, particulates within fluids, gels etc.)¿ and ¿foreign matter (e.g., hairs, insects) within primary pack (sterile products)¿, in products manufactured on manufacturing lines, as well as the corresponding corrective and preventive actions required to prevent issue re occurrence. As part of the preliminary investigation for the nonconformance, the impact was determined as major since the failure is a quality attribute detected by existing detection methods and product effectiveness could have an adverse impact. The risk level based on the individual risk acceptability criteria and risk evaluation above is moderate, meaning that risks are broadly accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. The complaints as described have been reviewed and does not represent a threat to public safety. In addition, as per work instructions (wis), the severity reported for those cases is high. For these reasons, a corrective and preventive actions (CAPA) plan will be generated. After brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: dirty carts to transport materials, dirty trays. Solution: create cleaning process of trays and cars used to managed materials in cleaning room during the manufacturing process. Method: mixers with residues from previous mixtures. Solution: include new cleaning process in the clean schedule. Manpower: inadequate transfer of materials. Solution: retrain warehouse and manufacturing personnel in the correct materials transfer from warehouse to the cleaning room per standard operating procedure (sop). Manpower: inadequate electrocuting lamp maintenance. Solution: retrain the personnel involved in the correct verification of the electrocuting lamp per work instructions (wis). The investigation has been approved and is completed. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was black dot on dressing found during value added service (vas) activity. The product was not used on patient. The photographs depicting the issue were received from the complainant.